Event description:
This report is being submitted to correct the previously reported event.

Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer received information alleging that the dreamstation 2 device did not blow air and "had a burning smell coming from the device". There was no reported patient harm or medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Manufacturer narrative:
Correction: this report is being submitted to correct the (device) problem code grid previously reported.

Event description:
The manufacturer received information alleging that the dreamstation 2 device did not blow air and "had a burning smell coming from the device". There was no reported patient harm or medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is being sent to mark as 'complete' since the incident was determined to be not reportable in the previous report.